Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that button is unresponsive. Customer cannot recall the blood glucose reading. Customer did not need medical treatment. Customer states that key was not sensitive. The note reads no further details given. Insulin pump will not be returning for analysis.